Event description:
Edwards received that a pericardial valve is failing. A valve-in-valve procedure is planned for (B)(6) 2015. Information has been requested but has not been provided.

Manufacturer narrative:
Model #: this device is not distributed, marketed, or sold in the u.s.; however, it is similar to model no. 2800 which is marketed in the u.s. This was originally reported as a planned valve-in-valve intervention. However, no additional information has been provided that indicates the reason for the reported failure. There has not been a valve-in-valve procedure to date. Without a response from the health care provider, we are unable to further investigate this report. Therefore, we are unable to comment or confirm the initial report of a failing surgical valve. If additional information is provided, a supplemental report will be filed.

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: this device is not available for return and evaluation because it remains implanted. At this time, the model, size and serial number of the device are unknown; therefore, the DHR cannot be done. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Intervention to correct a failing valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of calcification, host tissue overgrowth, dehiscence, fibrosis or non-calcific degeneration. In this case, the planned procedure has been scheduled and subsequent attempts to get additional information regarding the condition of the device or reason for the intervention, information on the patient's condition or possible comorbidities have been unsuccessful; therefore, the root cause for the planned intervention remains indeterminable. If additional information becomes available, a supplemental report will be filed. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.